Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during a levophed infusion that the pump alarmed "occlusion". The nurse discovered that the silicone segment was occluded, sealing the sides of the tubing together which inhibited the correct flow of medication to the patient. The patient¿s blood pressure dropped and the levophed drip was increased to support the patient's blood pressure. There was no permanent harm.

Manufacturer narrative:
The customer¿s report that the silicone segment was occluded, sealing the sides of the tubing together was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection observed two fused sections in the silicone tubing. The first fused section was approximately 2 inches below the upper fitment. The second fused section was approximately 1.75 inches above the lower fitment. With the set loaded in a test lab pump module, the both fused sections lined up with the pump module¿s upper and lower occluder. There were no other anomalies noted with the received set. Functional testing was performed. Fluid did not fill the drip chamber and did not flow through set. The fused sections of silicone tubing were massaged per suggestions from the chamber blocked tip sheet until they were no longer fused. Fluid was then observed to be able to flow through the set. The sets were then loaded into a lab pump module. The infusion completed with no anomalies observed. After the infusion was completed the set was left in the pump module for 4 hours. The set was removed from the pump module and did not observe any issues. Dimensional testing was performed on the silicone segment tubing. The tubing thickness measured within specification(s). The overall tubing shape was observed to be concentric. The root cause of the this failure was not identified, however is likely due to the type of medication that was used in the set; as well as the set being loaded in a device while off for an extended period of time under fixed compression.

Event description:
It was reported that during a levophed infusion that the pump alarmed "occlusion". The nurse discovered that the silicone segment was occluded, sealing the sides of the tubing together which inhibited the correct flow of medication to the patient. The patient¿s blood pressure dropped and the levophed drip was increased to support the patient's blood pressure. There was no permanent harm.